Event description:
During troubleshooting for a system error 2240, it was reported that the home patient (hp) had connected to the patient line when it was not properly primed. The event occurred during use on the home choice (hc). The technical service representative (tsr) assisted the hp in ending therapy and advised the hp to restart therapy using all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error, where the home patient connected to an improperly primed patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. Also, it provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.